Event description:
The pt was implanted with two extensions with the same lot number. It was reported that the pt experienced a change in her stimulation. An sjm rep met with her and determined there were lead impedance issues. Reprogramming did not resolve the issue. X-rays were taken and showed one of the extensions had come out of the head of the ipg. F/u identified the physician replaced both of extensions to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.